Manufacturer narrative:
Model number/catalog number:sc-1110-02, serial number:(B)(4), batch/lot number:14000492, model/catalog description:precision ipg kit.

Event description:
A report was received that the patient was experiencing difficulty charging ipg. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing difficulty charging ipg. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-110-02, sn (B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing difficulty charging ipg. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively.